Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was found to have t-wave oversensing (twos) causing a false positive for rv lia. The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.